Event description:
Customer reported that a pin from the quik-combo therapy cable broke and got stuck in the corresponding internal therapy connector. The failure results in the device's inability to attach to a therapy cable or paddles assembly to provide defibrillation therapy. There was no report of pt involvement in the reported event.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and quik-combo therapy cable and internal therapy connector parts info to repair device.